Manufacturer narrative:
Patient date of birth unavailable. Patient weight unavailable.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld) was inserted into the rv lead to provide a traction platform to aid in extraction. Using a 16f glidelight laser sheath, progress was made to the subclavian vein and then stalled. The physician chose an 11f cook medical evolution shorty device and advanced to the superior vena cava (svc) when progress stalled in the svc. The physician then applied traction to the lead with use of the lld and the lead released. However, the patient's blood pressure dropped. Rescue efforts commenced immediately; it was discovered there was a large hole in the rv requiring repair. It was reported that while the sternum was being sawed to open the chest, the patient's rv was further cut with the saw, causing more bleeding. The repair was successful, however, and the patient survived the procedure. There was no alleged malfunction of any device in use during the procedure. This report is being submitted since the lld was the traction platform used and was within the rv lead at the distal tip, near or at the area of injury.